Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. The complete device with power supply and power cord were received at hillrom service center where they underwent a functional test and a calibration/verification. It was confirmed that the device failed the functional check. It was determined that the chirping noise was caused by a defective speaker. It was additionally determined that the power button needed to be replaced. Defective speaker and power button on the device would be obvious to the user and would not be likely to result in injury, the report of a defective speaker and power button is not considered to be a reportable malfunction. Hillrom has forwarded the device to its manufacturing site for a thorough analysis and determination of root cause of the reported overheating and shock. Device inspection findings will be submitted in a supplemental report. Although the reported event did not result in a serious injury, the reported incident of overheating and shock from a power cord could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable.

Event description:
It was reported that the nurse heard a chirping sound from the connex spot monitor (csm) while the device was charging. The nurse then attempted to attach the device's power cord better. At that time the nurse smelled a burning smell and felt a "pinch" on their hand. The nurse then removed the device's power cord from the outlet. It was also reported that no injury or death occurred with this event. This event was captured under hillrom complaint ref #: (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, paediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. Hillrom forwarded the device to its manufacturing site for a thorough analysis and determination of root cause of the reported overheating and shock. It was determined that the devices power supply and power cable was burned. After initial teardown and investigation of the power supply, it was evident that a short occurred at the ac power input of the power supply. Considering the burn pattern on the pcb and the possibility of liquid ingress noted by evidence of residue on both the pcb and ac receptacle, the power supply had ac power applied in a short circuit state (tens of ohms, to hundreds of ohms) to the extent that the ac input fuses did not open and current continued to flow. This caused heat to be generated. Based on the above information, it is estimated that the burned pcba was resulted from a short caused by liquid ingress. The main device was repaired and a new power cable and power supply was sent to the customer. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU, "warning patient injury risk. Damaged cords, cables, and accessories can affect patient and operator safety. Never lift the monitor by the power supply cord or patient connections. Routinely inspect the ac power cord, blood pressure cuff, spo2 cable, and other accessories for strain relief wear, fraying, or other damage. Replace as necessary." The IFU also states as part of a caution to "replace the power cord if the strain relief, cord insulation, or metal prongs are damaged or begin to separate from the attachment plug." Additionally, if a device were to get hot to touch, spark, have burn marks, melted or burned components a trained clinician would not use the device and remove it from the patient's environment. Although the reported event did not result in a serious injury, the reported incident of overheating and shock from a power cord could contribute to a serious injury if it were to recur, therefore, hillrom considers this event reportable. Based on this information, no additional actions are required.

Event description:
It was reported that the nurse heard a chirping sound from the connex spot monitor (csm) while the device was charging. The nurse then attempted to attach the device's power cord better. At that time the nurse smelled a burning smell and felt a "pinch" on their hand. The nurse then removed the device's power cord from the outlet. It was also reported that no injury or death occurred with this event. This event was captured under hillrom complaint ref#: (B)(4).